Event description:
Device in cause was implanted on 8/2000. Post-operatively, patient started experiencing headaches which worsened over time. Device was explanted and replaced with another shunt. Patient condition satisfactory.